Event description:
It was reported an over infusion event on 07 september 2024 involving sodium chloride 3%. Per report, the clinician entered fixed volume, "no volume entered in admin instructions, no programmed duration in duration field". The order was entered at 2345. The end time entered was (B)(6) 2024 at 2044, "3 hours/mar says ran until possibly 0400". "No over correction noted". Blood sodium level on 06 september 2024 at 2236 was 109, and at 0440 it was 113. Sodium chloride 3% rate was 30ml/hr. For duration 2 hours but ran for 4 hours. Vtbi (volume tube infused) on alaris report was 450ml, but reportedly should have been 90ml. This was reported to bd representatives during site visit. There was patient involvement but no harm. Although requested, no further information was provided.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an over infusion (event 1) was not determined because no products or device logs were returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion event on (B)(6) 2024 involving sodium chloride 3%. Per report, the clinician entered fixed volume, "no volume entered in admin instructions, no programmed duration in duration field". The order was entered at 2345. The end time entered was 07 september 2024 at 2044, "3 hours/mar says ran until possibly 0400". "No over correction noted". Blood sodium level on 06 september 2024 at 2236 was 109, and at 0440 it was 113. Sodium chloride 3% rate was 30ml/hr. For duration 2 hours but ran for 4 hours. Vtbi (volume tube infused) on alaris report was 450ml, but reportedly should have been 90ml. This was reported to bd representatives during site visit. There was patient involvement but no harm. Although requested, no further information was provided.